Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to high impedance measurements greater than 2000 ohms and a lead fracture. No adverse patient effects were noted.

Manufacturer narrative:
It was indicated that the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.